Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 117, 152 and 183 mg/dl. The customer's expected fasting blood glucose test result range is 110 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 201 mg/dl using truemetrix air meter and 228 mg/dl using truemetrix air meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 02/28/2018 and open vial date was undisclosed. The meter memory was reviewed for previous test result history: (B)(6). The customer stated he was in good health.